Event description:
The reporter stated that lipids were to be delivered using a mono 35cc syringe in volume over time (v/t) mode to infuse 30cc over 24 hours, rate 1.25cc/hr. In 2004 noticed that 20cc remained in the syringe and the pump displayed the appropriate amount.